Manufacturer narrative:
This report is submitted on march 26, 2020..

Event description:
Per the clinic, the patient experienced pain over the magnet site. The magnet was explanted. The implant remains in-situ.